Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision surgery of an unknown implant, the surgeon was not happy with the position of the implanted stem and wanted to change but the stem inserter was found to be fractured which led the stem remain in situ. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Upon review of the device prints it was noted a threaded hole was added between rev a and b, however it is unknown what rev this product was manufactured to. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined as the lot number of the device is unknown so we are not able to determine if the device was manufactured prior to or after the print change. Upon further review of the surgical technique, should an arcos one-piece stem ever require removal, universal stem removal instruments are required to be untilized. Because there was no threaded hole in the inserter to connect the slap hammer. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned for evaluation.